Manufacturer narrative:
The initial medical device report was submitted (2938836-2013-01164). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
Smhit was reported that the patient presented to the hospital after receiving a patient notifier. Device interrogation revealed the device had prematurely reached eri. The device was explanted.